Event description:
Product analysis was completed on the returned vns generator. No anomalies were identified, and the generator performed per specifications.

Event description:
Reporter indicated the patient had vns generator replacement surgery performed on (B)(6) 2012. The explanted generator has been returned and is pending analysis. An implant card was received to the manufacturer indicating the generator was at eos = no and the replacement was prophylactic. Diagnostics with the new generator and resident lead were "ok", indicating normal device function. All attempts to the reporter for further information have been unsuccessful to date.

Event description:
Reporter indicated that a vns patient's seizures were increased over the last 6 months. The vns is not at end of service and vns diagnostics performed (B)(6) 2011 indicated normal device function. A battery life estimate for the vns generator performed by the manufacturer yielded approximately 0.69 years remaining. The patient recently moved from another state and is a new patient for the reporter. Prophylactic generator replacement surgery is tentatively planned for (B)(6) 2012. Attempts for further information are in progress.